Event description:
The consumer alleges while leaning out of the chair to pick a weed, their pajama sleeve caught on the joystick, causing the chair to move forward. The consumer allegedly fell out of the chair and chair ran over their legs. The consumer allegedly had to put the joystick in reverse and ran back over their legs to get the chair off. This allegedly resulted in a broken right foot and skin damage to the left leg.